Manufacturer narrative:
Additional information: complaint is confirmed. Upon visual inspection, the tip of the returned 35 mm tap had broken off. Laser marks were faded. Functional testing was not performed due to the damage of the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause of the reported failure is a user error of the device due to due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
Additional information was received on 11/14/2024: upon examination of the three instruments, it was reported that the ar-9621-30t 30 mm tap had the cutting tip broken off in the case.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint is confirmed. Upon visual inspection, the tip of the returned 35 mm tap had broken off. Laser marks were faded. Functional testing was not performed due to the damage of the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause of the reported failure is a user error of the device due to due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/23/2024, a sales representative reported via (B)(4) that an ar-9621-30t 30 mm tap and an ar-9621-25t 25 mm tap had a broken tip (see photo attachment). There were no adverse effects on the patient reported. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.